Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: the pump's black box data from the date of the complaint had been overwritten due to continued use of the pump. The rewind, load cartridge and prime steps were performed successfully with no alarms. The pump's force sensor passed a calibration test. The pump was exercised for 24 hours with no loss of primes occurring. The battery compartment was cracked.